Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer states had a crack on the pump. Troubleshooting was performed for damage and the customer reports the drive support cap is flush. The customer performed self-test and it did pass. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with cracked lcd window and cracked case at the display window corner. Insulin pump passed the displacement test, basic occlusion test, occlusion test and prime/a33 test. No loose drive support cap noted during visual inspection.